Event description:
During insertion the catheter was pre flushed, while advancing the catheter it got caught and would not advance further. The person inserting it pulled the stylet out 3 cm and continued to insert the catheter. After it was inserted they pushed the stylet back in and punctured the catheter wall, creating a leak. When they removed the wire it was stripped of the green coating around the wire.